Event description:
In 2007, pt was treated for an abdominal aortic aneurysm. The case went without complications, but when the pt was in recovery, he developed a cold left foot. The physician stated he felt that the contralateral leg component clotted, after the procedure, causing decreased blood flow to the left foot. Upon discovery, the physician immediately performed a femoral-femoral crossover. The pt's symptoms resolved and was noted to be in good condition post-operatively.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Device remains functioning in pt.